Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancy issues. The customer¿s blood glucose level from the reported event was 122 mg/dl while the sensor glucose level was 55 mg/dl. The sensor and blood glucose difference was not within acceptable range. It was noted that the sensor glucose level of 60 mg/dl triggered a suspend event. The suspend on low limit in the sensor settings was 60 mg/dl. The customer¿s current blood glucose level was 122 mg/dl. Troubleshooting was performed. They will be sent a replacement for their sensor. The product will not be returned for analysis.